Manufacturer narrative:
A customer reported a misidentification of a gram negative isolate as shigella sonnei when tested in vitek 2 gn lot #2410283103, but the strain was identified as "not shigella" by a reference lab. The customer did not submit the strain for evaluation. An investigation was performed. The customer reported setting up a 24 hour old isolate from (B)(6). No other set up information or raw data was provided. Without a definitive identification of the isolate, it is not possible to evaluate the lab report that was submitted for atypical reactions. The vitek 2 gn lab report prints the message "confirm by serological tests" for any identification of shigella ,which the customer did by sending it to a reference lab. The vitek 2 gn lot # 2410283103 met final qc release criteria and passed qc performance testing. Without the strain submittal the reported misidentification cannot be confirmed.

Event description:
A customer from (B)(6) notified biomérieux of a potential misidentification of a non-shigella species in association with vitek® 2 gn ID test kit (ref. 21341), lot. # 2410283103. The customer stated that when he tested a patient isolate (a stool sample from a (B)(6) patient), he obtained an identification as shigella sonnei species (99%) with the vitek® 2 gn ID card. The customer reported that this isolate was tested by (B)(6) and that result was non-shigella strain. There is no indication from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.